Event description:
Procedure was performed on the sfa in other country. After deployment of approximately 1/3 of the stent, the rest of the stent could not be released. It was not possible to pull back the outer sheath of the stent catheter. The handle ripped off and the entire system was pulled out of the patient. One third of the stent remained in the patient and was pressed with the balloon into the vessel wall. Good result, no damage to patient reported.